Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:03. The root cause could not be determined. The pump head module was replaced as a precaution. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4): similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced failure code 808:03, interrupting delivery. There was no patient involvement. This user interface module software version of this device is 6.13.92, which is classified as remediated. No additional information is available.